Event description:
Voluntary medwatch received states the right ventricular lead triggered an alert due to a low out-of-range shock impedance measurement of 6 ohms. Noise was visible on the rate/sense and shock electrogram with isometrics. However, deflections were still visible while the patient was sitting still. The rv lead remains in service.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5159031.